Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer has not made available the user interface module (uim) for analysis and or requested a return good authorization (rga). At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an unresolved blank touchscreen display on this avea ventilator. The customer stated no known reported patient involvement with this event. The customer stated the user interface module (uim) is the elan end of life model.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with material fatigue within the clock battery, which caused the reported event.